Event description:
The customer reported air/water leakage from the distal end on the cysto-nephro videoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the distal end and the objective lens had foreign objects. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of air/water leakage from the distal end¿ was confirmed. The device evaluation found leakages in the bending section cover and connecting tube. Additionally, the distal end and the objective lens had foreign objects due to insufficient cleaning. Due to a pinhole on the connecting tube, water tightness was lost. The forceps channel port had corrosion; the universal cord was deformed. The video cable was deformed, and the video connector had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the reprocessing not being conducted properly due to leakage in the connecting tube. The event can be detected by following the instructions for use (IFU) sections: chapter 3 compatible reprocessing methods. Chapter 4 reprocessing workflow for endoscopes and accessories. Chapter 5 reprocessing the endoscope (and related reprocessing accessories). Chapter 6 reprocessing the accessories. Chapter 7 reprocessing endoscopes and accessories using an aer/wd. Olympus will continue to monitor field performance for this device.